Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The frame of the bed is bent. The bed was returned to the taylor woods building, no evaluation information is available. The item has been scrapped.